Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected rupture."

Event description:
Healthcare professional reported the reason for left side removal as ¿suspected rupture.¿ device has been explanted.